Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call experiencing low blood glucose levels of 52 mg/dl. The customer declined to trouble shoot for low blood glucose levels. No further information is provided.